Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluate this unit and found device with a broken fiber optic sensor (fos) connector, fos door broken off front cover, labels on the display had been damaged as well. The stm installed new fos connector, front cover and labels and the labels on the display parts. The iabp passed all functional and safety tests per factory specifications and returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connector. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.